Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04293. It was reported the patient was not receiving effective stimulation. Reportedly, patient had a fall recently. Diagnostic testing revealed several high impedance values. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.